Manufacturer narrative:
Correction: upon further review, bard medical has determined that this MDR was initially reported in error as this event is exempt. Exemption number-e1998006.

Event description:
It was originally reported that the user found the damage to the deflated balloon of the catheter upon removal. It was later reported that the facility has not returned the sample and it is unknown if there are any missing pieces. The catheter was subsequently replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that the user found the damage to the deflated balloon of the catheter during removal. It was later reported that the facility has not returned the sample and it is unknown if there are any missing pieces. The catheter was subsequently replaced.